Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an atrial fibrillation (afib) procedure, the signal noise occurred on all the channels, including the 12 leads of bs ecgs and all ic (intracardiac) recordings on both carto and prucka recording systems at the same time. The catheter was disconnected from the piu and the noise from the body surface ECG channels and lasso ECG went away. The cables were exchanged without resolution. The issue was resolved by exchanging the catheter and the case completed without any patient consequence.